Event description:
My mother (B)(6) passed away on (B)(6) 2022 from the unsterile medline saline products used for months leading up to her death recalled from the nurse assist report on (B)(6) 2023. Had all the life threatening affects associated with the report. Thanks, (B)(6).